Manufacturer narrative:
(B)(4). Final analysis found an electrical short. An abrasion between the re cables and inner lumen at 70.8 cm to 71.5 cm from connector pin. One re etfe cable coating was noted to be abraded. This could have contributed to the reported complaint from the field.

Event description:
It was reported that the patient had presented for an aorta valve replacement, during the procedure the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. No additional information was available.